Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor cutting and a strange noise from the probe during a surgical procedure. The product was replaced and procedure completed with no patient harm. The condition of the aspiration is unknown. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened probe was visually inspected and found conforming. Cutting and actuation testing was performed and found non-conforming. Aspiration testing was performed and deemed conforming. No excess noise or vibration was observed during functional testing. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the cutting edge and bend area of the inner cutter. Gouge marks were observed on the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was found non-conforming, and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly the complaint evaluation confirms the probe had cut and actuation issues. The complaint evaluation does not confirm that there were any abnormal noises coming from the probe. The root cause for the cut and actuation issues is due to the excessive surgical use of the probe for 120 minutes. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than the typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the cut and actuation issues were due to excessive use of the probe by the user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).